Event description:
In 2009, a doctor reported to another country's MFR that a pitt easy implant abutment had fractured.

Manufacturer narrative:
The doctor reported that the patient is doing fine. The doctor will replace the fractured abutment with a new abutment. The product was returned to MFR for evaluation. Visual examination of the returned product indicated that the cause of the abutment fracture was overloading by superstructure through variation in stress due to the prosthesis combination of a ball-head-post with telescope. This is the final report.